Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the body of the right atrium and the left ventricular (lv) lead had dislodged into the proximal coronary sinus. It was noted that both leads did not capture. It was also noted that the lv lead had elevated threshold with abnormal impedance measurements. The ra lead was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The lv lead was at least partially explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that undersensing was noted on the ra lead. It was noted that the patient feels very tired and short of breath.